Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available due to hospital policy. Should additional information become available in the future it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Triathlon ts stem broke off femoral component. Revised femoral component.

Manufacturer narrative:
An event regarding crack/fracture involving an triathlon stem was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis was performed and concluded "the threaded end of the triathlon press fit stem broke in fatigue. Post-fracture abrasion damages prohibited evaluation of the fracture origin or the condition of the stem when seated. Eds analysis showed the press fit stem to be made of a ti-al-v consistent with the astm f136 alloy. No material or manufacturing defects were observed during this examination." -medical records received and evaluation: a review of the provided medical records and undated x-rays by a clinical consultant indicated: ¿...no dated serial x-rays are available for review. The likely cause of the fracture described at the junction of the loose right femoral component and the long-stem was cyclic loading at the junction of the loose component and the thick stem leading to fatigue fracture. After multiple revision surgeries difficulty gaining rigid fixation of the distal femoral component is common due to compromised bone stock. A material analysis report indicated the treaded end of the triathlon press-fit stem broke in fatigue. No material or manufacturing defects were observed during this examination." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: a review of the provided medical records and undated x-rays by a clinical consultant indicated: ¿...no dated serial x-rays are available for review. The likely cause of the fracture described at the junction of the loose right femoral component and the long-stem was cyclic loading at the junction of the loose component and the thick stem leading to fatigue fracture. After multiple revision surgeries difficulty gaining rigid fixation of the distal femoral component is common due to compromised bone stock." Examination of the returned triathlon stem indicated "the treaded end of the triathlon press-fit stem broke in fatigue. No material or manufacturing defects were observed during this examination.¿

Event description:
Triathlon ts stem broke off femoral component. Revised femoral component. Update per review of the medical records by the consulting clinician dated (B)(6) 2016: a revision of the right total knee arthroplasty (femoral component) was performed for a diagnosis of "failed right tka secondary to femoral component loosening" on (B)(6) 2016.